Event description:
A peritoneal dialysis (pd) patient experienced a leak from a transfer set "near the beige catheter" which resulted in peritonitis. The cause of the leak was not reported. The nurse reported the patient used a non-baxter disinfectant on the entire transfer set. It was reported the patient was hospitalized for nine days for peritonitis. Treatment for the event was not reported. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was discarded, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.